Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that five of the seven bd ultra-fine¿ 3/10ml insulin syringes had a foreign matter come out. The following information was provided by the initial reporter: "when the hcp pushed the plunger rod, a liquid came out in five of seven products.¿

Manufacturer narrative:
H6: investigation summary: customer returned (5) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 1200370. Customer states that when the plunger rod was pushed, a liquid came out in five of seven products. All returned syringes were tested and a clear drop of material came out of the cannula of 4 out of 5 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 1200370 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted for pooling. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root-cause: based on (B)(4), operator found excess lube inside the barrels during in-process inspection, the defect occurred due to damaged adhesive nozzle.

Event description:
It was reported that five of the seven bd ultra-fine¿ 3/10ml insulin syringes had a foreign matter come out. The following information was provided by the initial reporter: "when the hcp pushed the plunger rod, a liquid came out in five of seven products.¿